Manufacturer narrative:
A siemens employee evaluated data provided by the customer. Analysis of the data did not identify a system issue. The cause of the discordant falsely low co2 result is unknown but a sample integrity issue is suspected. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely low carbon dioxide (co2) patient sample test result was obtained on a dimension vista 1500 system. The initial result was not reported to the physician. The same sample was repeated on the same system. The repeat result was reported to the physician. The repeat result is considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant results.